Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the user stated that verapamil 40 mg, verapamil ER 240 mg, propafenone 225 mg, doxepin 10 mg cap, and repaglinide 1 mg tab were not scanned in pyxis even though they were linked. This issue happened in all pyxis machines. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device used in this incident, the technical support specialist (tss) dialed in and verified that all barcode numbers were correctly linked to the medication. The tss also confirmed that the station communication was working properly. The tss advised the customer to reboot the station and test again. Since no further communication was received from the customer, the tss closed the case. The system functioned as intended after technical support specialist investigated the device.